Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and medical intervention. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose rose to 21.5 mmol/l (387 mg/dl) while wearing the pod on the abdomen for longer than 48 hours. The patient visited the diabetic unit in the hospital and the nurse applied a new pod on the patient for treatment.